Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) appeared to have myopotential noise on the shock channel and rate/sense channel with oversensing and pacing inhibition for 2.4 seconds. It was noted that shock lead impedance measurements were stable. Technical services (ts) recommended bringing the patient in clinic for further evaluation and measuring the amplitude of the oversensed signals to determine whether rv sensitivity could be adjusted. It was noted that defibrillation threshold (dft) testing was needed if changes were made to device sensitivity. Dft testing was scheduled to occur and respiratory rate trend (rrt) will be programmed off. Additional information received reported that dft testing was successful. Sensitivity was programmed to 1.0 mv and non-sustained ventricular tachycardia (nsvt) episodes were turned on to monitor for any further oversensing. This crt-d remains in service. No additional adverse patient effects were reported.